Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a bile duct stent placement procedure. According to the complainant, during the procedure when the stent was attempted to be released, the guide "inner" catheter stretched and broke. Upon withdrawing the broken guide catheter, the stent was released at the target site. Reportedly the broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device, and the patient anatomy was reported as not torturous. The procedure was completed with the same flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.